Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 1,500 mcg/ml at a dose rate of 799.5 mcg/day and dilaudid with concentration 6.0 mg/ml at a dose rate of 3.198 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had moved to chicago and was unable to find a physician who would manage her pump. The pump refill date was noted as having been last week; the alarm date was (B)(6) 2016. The pump was alarming. The patient was not experiencing withdrawal. No diagnostic testing or troubleshooting was performed. The patient considered contacting her managing physician to discuss the pump alarming and what they suggested to manage the situation. A list of managing physicians in the location the patient moved to was provided to the patient so they could contact someone. It was further reported that the patient¿s managing physician indicated that they were about to get in touch with one of the physician offices in (B)(6) and that they would contact the patient about having their pump refilled. The (B)(6) office indicated that they would contact a local company representative. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The following additional information has been requested which was not available at the time of this report: troubleshooting performed including results and actions taken to resolve the issue. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the manufacturer representative. The last they heard was that the patient was being contacted by a physician office to help the patient.